Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device components were not returned.